Manufacturer narrative:
After further review MFR# 2916837-2020-00263 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facsvia¿ flow cytometer erroneous results on patient sample occurred. The cs&t passed, however, trucount trend was high for medium control. Results not reported and there was no impact to patient. The following information was provided by the initial reporter: medium control showing 8 averages in a row to the same side of the average (upwards). Tested again the previous control, batch 98816 and the average control continues with an above average trend. Even another professional who pipetted the control to remove the chance that she was pipetting incorrectly. We checked with the customer for points that could cause technical error and cause control failure, such as: pipette calibration; she tested pipettes from another sector of the institution; asked someone else to prepare the controls and obtained the same result profile; we check the position of the gates; tested other vials from the same control lot; verified the integrity of the beads pellet of the trucount tube, which is adequate; cs&t is being approved without fail. Apparently no flaws were identified in the professional's operation. I believe it has something related to the equipment, because the trend in high averages in the medium control or in the high control remains, regardless of the lot of the trucount control.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facsvia¿ flow cytometer erroneous results on patient sample occurred. The cs&t passed, however, trucount trend was high for medium control. Results not reported and there was no impact to patient. The following information was provided by the initial reporter: medium control showing 8 averages in a row to the same side of the average (upwards). Tested again the previous control, batch 98816 and the average control continues with an above average trend. Even another professional who pipetted the control to remove the chance that she was pipetting incorrectly. We checked with the customer for points that could cause technical error and cause control failure, such as: pipette calibration; she tested pipettes from another sector of the institution; asked someone else to prepare the controls and obtained the same result profile; we check the position of the gates; tested other vials from the same control lot; verified the integrity of the beads pellet of the trucount tube, which is adequate; cs&t is being approved without fail. Apparently no flaws were identified in the professional's operation. I believe it has something related to the equipment, because the trend in high averages in the medium control or in the high control remains, regardless of the lot of the trucount control.